Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital for unrelated reasons. The implantable cardioverter defibrillator delivered inappropriate high voltage therapy for a sinus tachycardia. Programming changes were discussed, and the patient was in stable condition.